Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is burn from the battery compartment on right end of pump near drive support cap and medtronic sticker. The customer is not sure how the damage occurred. The customer was advised that we are shipping his cot pump.